Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received a blood glucose result of 350 mg/dl on the active system. Based on the high result of 350 mg/dl the patient adjusted his insulin dosage and administered 10ml of humulin and 30 ml of human insulin. Within a "few minutes" the patient started feeling malaise. The patient experienced low blood sugar symptoms of trembling, sweating, and then fainted. The wife treated the patient with a glass of water and sugar until he regained consciousness and stabilized. The patient was not hospitalized. The patient was using expired test strips during the event. Return of the suspect device was requested for evaluation.